Event description:
Date of event is unk. Distributor reported that end user (B) (6) reported set came unglued from the hub proximal to the connection on the PICC lumen. There was no harm to the pt. Distributor has requested set from (B) (6) but does not know if set was saved or discarded. Follow-up report will be filed if set is received for investigation in the future.

Manufacturer narrative:
(B) (4). (B) (4).